Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image. The customer received the sensor updating/value not available alert. The pump got accidentally wet, and the pump shows signs of damage. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-1884. Troubleshooting was performed for the battery cap damage, and the customer was advised to send accessories-1527 as a replacement for a battery cap. Troubleshooting was performed for the open book image, explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the sensor updating and the non-serialized product being replaced. Troubleshooting was performed for the fluid in the pump, cosmetic damage, and the serialized device will be replaced. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Unable to confirm open book image alarm. Proceed by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that the ingress of water was corroding electronic assemblies and the force sensor flex connector leading to a constant flashing medtronic logo, isolated to the electronic stack. Unit also received with scratched case, pillowing keypad overlay, stained keypad overlay, cracked case, cracked battery tube, broken battery cap, battery cap contact missing, and cracked keypad at select button. In conclusion unit received a flashing medtronic logo due to a corroded electronic assembly, isolated to the electronic stack. Unable to confirm open book critical alarm due to flashing medtronic logo. Customer allegations of battery cap contact, battery cap, and moisture damage were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.